Event description:
It was reported that high hv lead impedance was observed during the implant procedure. Successful dft testing was performed. The lead was removed, cleaned and reconnected to the device. High impedance measurements were still noted. The physician elected to complete the implant and monitor the patient. At a subsequent follow-up, fluctuating high voltage lead impedance measurements were noted. Patient will continue to be monitored. There were no adverse consequences to patient.